Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that patient was having irritation at incision site and had a possible scabbing. The patient underwent an explant procedure wherein the entire system was removed.